Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that the patient had a sudden uncomfortable stimulation/shocking sensation in their spine starting in (B)(6) 2018. No f urther complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep thought that the patient has to turn the stimulation up to an uncomfortable level to be able to feel it. The rep recommended that the patient charge the battery fully before use and that they only turn the stimulation up to when they just feel it, then turn it down a couple to see if they get relief. No further complications are anticipated.